Event description:
It was reported that after use, the cardiosave intra-aortic balloon pump (iabp) units power cord can not be retracted. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6). Due to character restrictions in block e1 event site name: the first affiliated hospital of sun yat-sen university a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit, and found that the cable was stuck, and it returned to normal after adjustment. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.